Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, discomfort, urinary tract infection, dysuria, urinary retention, and nocturia. It was reported that patient underwent mesh revision on (B)(6) 2009 by (B)(6) due to mesh erosion. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy with bilateral salpingo-oophorectomy. (B)(4).